Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to loss of capture. The rv lead appears to have perforated, no capture at maximum output and lead was attached to rv anterior/lateral wall. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).